Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber confirmed it was received in one piece; the fiber body did not present defects. The microscopic analysis determined the fiber tip was in good conditions, and there was no light exiting the connector face, indicating an internal connector fracture. The fiber was also functionally tested and concluded there was no aiming beam. It is likely that the issue was possibly caused during procedural handling of the fiber during setup or use, and this may have contributed to the internal connector fracture, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during transurethral laser enucleation of the prostate preparations, the black and green junction of the fiber interface emitted spark, and it was not used on the patient. Due to this, the procedure was completed using another device. There were no patient complications. The device was received, and the analysis confirmed there was an internal connector fracture.